Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product was implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the product was found to be missing coating in the distal end hole. The surgeon elected to use the component and cement the inner surface. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Upon further review, it was determined that this event shall be reported (B)(6) manufacturing report number 3002806535, as the (B)(6) has reporting obligations for this product.